Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a strong halation that occurred in red areas that made the screen difficult to see during an unspecified therapeutic procedure involving an olympus endoeye flex deflectable videoscope. The intended procedure was completed with the same device. There was no patient injury reported.